Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric, 90% stenosed, de novo lesion in the distal circumflex. Pre-dilatation was performed with a semi-compliant balloon catheter and an intravascular ultrasound (ivus) catheter was advanced but the ivus catheter did not cross. The nc traveler 2.5 x 12 mm balloon catheter was advanced and the balloon was inflated but the balloon ruptured at 10 atmospheres (atm) when inflated for the first time. A new nc traveler 2.5 x 8 mm balloon catheter was inflated at 15 atm and then a xience alpine stent was deployed. The balloon was soaked in saline prior to use. Air was pulled prior to use, outside the anatomy. No resistance was noted during removal of the protective sheath and there was no resistance during advancement. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: balance middleweight universal ii. Guide cath: hyperion 6f. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.